Event description:
The device was received with no tracking information. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 03/26/2012. Cartridge pan dislodged, damaged cartridge. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The analysis results found that one long60a device was returned with no visual non-conformances and with an ecr60b reload pan lodge inside the channel; the cartridge body broken inside a sample bag was received. The pan was removed from the channel and the device was tested for functionality in the straight and articulated positions with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.